Event description:
During continuous renal replacement therapy the rn responded to the crrt machine error for effluent bag full the crrt machine gave an additional "flow protection3" caution message. During troubleshooting the clinician received additional warning and malfunction messages including a malfunction "communication error" message that locked up the crrt not allowing any additional input from the user. The user contacted manufacturer and was informed that they would have to use hand pump to draw back blood in order to exchange crrt filter set with new crrt machine. There was also an additional previous event with this same malfunction error. Machine exchanged and sent to biomedical to evaluation and repair. All machines in crrt fleet recently had major software upgrade performed.